Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced due to occurrence leakage of blood from the hemostatic valve. There are no reports regarding any physical damage on valve/hub. The sheath was used on the patient. No treatment required. The procedure was successfully completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis revealed no damage or anomalies on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then, the irrigation test of the side port was performed, and no issues were observed. The issue reported by the costumer could not be replicated. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced due to occurrence leakage of blood from the hemostatic valve. There are no reports regarding any physical damage on valve/hub. The sheath was used on the patient. No treatment required. The procedure was successfully completed without patient's consequence. Additional event information received indicates the amount of leakage is unknown but it did not effect the patient. No medical intervention for the patient was required.

Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).